Manufacturer narrative:
The company service representative examined the system and was able to replicate the customer reported event. The company service representative confirmed that system message (sm) ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ is displayed and the lamp needs to be changed. The customer was provided a quote for ordering the new lamp. The system was manufactured on may 19, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the lamp did not turn on and a system message displayed. Additional information was requested.